Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to hold clips with this applier due to jaws misalignment. Therefore, another applier was used instead. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet , inc. (B)(4) facility as part of a (B)(4) pc. Lot in august of 2017. The returned instrument was evaluated and found that the jaws are aligned both in the open and closed position and is also able to pick up, retain, close and release multiple clips as required of its function therefore we are unable to validate the alleged complaint. Evaluation of the returned instrument showed that there were no nonconforming features found and that this instrument was able to pick-up, retain , close and release multiple clips both with and without the use of silastic test tubing as required of its function. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product , as this is a standardized process for all instruments manufactured at this facility. We are unable to validate the alleged complaint.

Event description:
It was reported that the user was unable to hold clips with this applier due to jaws misalignment. Therefore, another applier was used instead. There was no patient injury.